Event description:
The customer reported that during preparation for the rfa treatment, it was noticed that the pad appeared to have mold and corrosion. The pad was not used for the procedure. Initial evaluation found the pad was degraded without continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.